Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were at the healthcare providers (hcp) office with a manufacturer representative (rep) who determined that the recharger (rtm) paddle is not working correctly. Pt mentioned this was their follow up appointment. Pt mentioned when they put the rtm to charge, it would take an hour for the implanted neurostimulator (ins) to get to 80%. Pt mentioned that they must walk while recharging, if they sit down "it goes in and out". When asked for clarification pt stated controller would alert them that it is not able to charge and keeps beeping to reposition. Patient services (ps) asked pt to inspect for physical damage on the rtm, pt denied any physical damage. A replacement rtm was requested. Pt called from registered number and mentioned they got "system problem, cannot continue, call medtronic ,rm05" when they were recharging their implanted neurostimulator(ins) today. During the call, the pt reset the controller and the "system problem" message was removed. Pt unlocked the controller and saw the batteries screen. Ins charge was low and controller charge was 80. Pt initiated a recharging session of the ins with a recharge quality of good/excellent. Pt mentioned they "seldom got excellent" recharge quality. Pt had some trouble getting the li battery pack reinstalled on the call and inspected the li battery pack contacts and controller battery pins, but no damage was detected. Pt said they "did not care for the last time they called into pats." The troubleshooting steps taken on the call resolved the issue. Additional information received. It was reported that patient was not getting pain relief. Pt reported feeling a burning where the ins battery is located when recharging. Pt felt there may be some swelling at implant site but others didn't think so. Pt said the rep was not sure why she was having the burning. Pt explained still having excessive recharge times noting if they were to charge ins before getting critically low they would need to 3 times a day. Ptm appeared to freeze at first on checking the recharger. And pt had to select recharge twice on no device found before advancing to passive recharge mode. Batteries low- replace the controller batteries soon. Pss consulted with rep who advice to replace all equipment sue to possible ptm connector pins and cross contamination. Pt confirmed recharging speed - 4. Pt said others who have the same system have told them they only charge about once a week or every three days. Pt mentioned speaking to mdt rep (B)(4) over the phone again today. Patient called back needing assistance with setting up the controller. Patient stated no one included the instructions for set up. Agent walked patient through pairing process, and patient confirmed set up was complete. Patient stated the date and time was incorrect; agent attempted to walk patient through changing date and time, but the options were not available due to implant battery being too low. Patient stated they will probably call back tomorrow to get it set. Patient said they need the date and time correct so that it's accurate when they take screenshots to prove it's not working. Patient also commented that the recharger was really difficult to unplug from the controller. Patient called back needing assistance with setting up the controller. Patient stated no one included the instructions for set up. Agent walked patient through pairing process, and patient confirmed set up was complete. Patient stated the date and time was incorrect. Agent attempted to walk patient through changing date and time, but the options were not available due to implant battery being too low. Patient stated they will probably call back tomorrow to get it set. Patient said they need the date and time correct so that it's accurate when they take screenshots to prove it's not working. Patient also commented that the recharger was really difficult to unplug from the controller. Patient stated she received the controller and rtm and she is able to charge up the ins and the controller but unable to use the controller by itself to connect to the implant. Patient connected with the rtm and controller shows 100% and ins 60% charged. Patient disconnected the recharger (rtm) and controller shows no device found. Pss consulted with technical services (tss) and reviewed with the patient the controller will need to be paired up with the ins in order to use the controller by itself. Patient stated she is going to have the healthcare provider (hcp) yank this crap out and call is disconnected. Additional information was received from a patient (pt). It was reported that the cause of the return of pain, long recharge, and the burning/swelling at the ins site was unknown but it is still an issue. They are finally working to have it removed. This issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date. The report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.